Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and no screen present also insulin pump had crack at back side of battery compartment. The customer¿s blood glucose level was 172 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement and self tests. Device returned a pump error 75 during self test. After further examination of the unit¿s interior, electrical board shows heavy corrosion and mold around the battery connectors, on components located at the top of the board, and on the back of the lcd screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.